Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device was at elective replacement indicator (eri) with 3.5 years of longevity. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary and functional analysis revealed eri conditions. Longevity testing revealed the device had not met its 99.9% expected longevity. The system current drain was found to be higher than nominal. The high current drain was the result of higher than normal leakage current internal to the tantalum capacitor c1.